Manufacturer narrative:
Investigation summary: bd received 17 samples for investigation. Seventeen samples were visually inspected for assembly issues, yielding acceptable results. Out of these, six samples underwent functional tests for clogged cannula, while eleven samples were tested for holder leak, hub to holder torque to break, and unseat. All visual and functional inspections confirmed the product's conformance. Additionally, twelve retained samples were visually inspected, and another six retained samples underwent functional tests for hub to holder torque to break, hub to holder torque to unseat, and leak test, all with acceptable results. Since inspections are destructive, only eighteen out of the forty-eight retained samples were tested. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, blood stopped flowing when attempting to collect blood from an IV. One (1) device was affected. No adverse impact was reported regarding the patient or user.